Event description:
The affiliate reported a customer that experienced a cidex plus 28 day solution leak from a loosened cap. The leakage was found when the bottle was provided to a customer from the distributor via parcel delivery service. There were no injuries reported.

Manufacturer narrative:
Solution spill.